Manufacturer narrative:
The insulin pump had broken reservoir tube lip and missing o-ring noted. The insulin pump had cracked battery tube threads, minor scratches on lcd window, cracked case on the display window corners, cracked lcd window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 225 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the o-ring came out and the plastic from the insulin pump broke off. Customer was changing out their reservoir and set when the o-ring fell off. Customer advised the damage was on the reservoir chamber and they are not sure how it happened. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.